Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 06r86-20.

Event description:
The customer reported false positive architect sars-cov-2 igg results for a (B)(6)-year old male with 30 years of dialysis history, no infection history during this time. Patient is asymptomatic. The customer has not performed sars-cov2 pcr testing or any additional testing on this patient. The following data was provided (cutoff: < 1.4 s/c = negative, >/= 1.4 s/c = positive): on (B)(6) 2020= sars-cov-2 igg = 1.20 s/c (negative); on (B)(6) 2020 = sars-cov-2 igg = 1.24 s/c (negative); on (B)(6) 2020 = sars-cov-2 igg = 1.38 s/c (negative); on (B)(6) 2020 = sars-cov-2 igg = 1.45 s/c (positive); on (B)(6) 2020 = sars-cov-2 igg = 1.49 s/c (positive); on (B)(6) 2020 = sars-cov-2 igg = 1.46 s/c (positive). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely positive architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not possible as returns were not available. In-house testing for reagent lot 18276fn00 for both clinical specificity and sensitivity was completed using a retained sample of the complaint lot and indicates that the lot is performing acceptably. Device history record review on lot 18276fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In this case, the patient is a 72-year old male with 30 years of dialysis history, no infection history during this time. Patient is asymptomatic. The customer has not performed sars-cov2 pcr testing or any additional testing on this patient. To assess the clinical performance of the assay, a study was performed using 1070 serum and plasma specimens from subjects assumed to be negative for sars-cov-2. Of the 1070 specimens, 997 specimens were collected prior to september 2019 (pre-covid-19 outbreak). An additional 73 specimens were collected in 2020 from subjects who were exhibiting signs of respiratory illness but tested negative for sars-cov-2 by a pcr method. The total negative percent agreement (npa) is 99.63% (95% ci: 99.05, 99.90). Review of the manuscript, bryan et al. 2020. ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed specificity data consistent with product labeling. 1,020 serum specimens collected prior to sars-cov-2 circulation in the united states was tested where one false positive was found, indicating a specificity of 99.90%. Abbott has updated the sars-cov-2 igg assay file to include an editable grayzone. This new grayzone would be applicable for those patients whose igg levels may be rising, i.e., during seroconversion, or may be declining, i.e., during seroreversion, with levels below the cutoff. Product information letter pi1060-2020 details action to be taken upon receipt of the updated assay file. As a default, when the new assay file is installed, the cutoff will remain at 1.40 and no grayzone will be implemented. Laboratories choosing to implement the grayzone may set the range between 0.49 and <1.40 index (s/c). Each laboratory is responsible to establish their own grayzone range. For details on changing interpretation settings on the architect system to use grayzone interpretations, refer to the architect system operations manual, section 2. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igg reagent lot 18276fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.

Manufacturer narrative:
Correction received 04may2021: d4 - catalog no. Initial: 06r86-22 / new: 06r86-23.

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. Correction received 04may2021: d4 - catalog no: initial: 06r86-22 / new: 06r86-23.